Manufacturer narrative:
Surgery date is an estimated date event and therapy date are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2020-48810; related manufacturer report number: 1627487-2020-48811. It was reported patient experienced ineffective therapy. As such patient underwent surgical intervention in (B)(6) 2015 wherein the ipg and leads were explanted. Surgery date is estimated.